Event description:
On (B)(6) 2011, the hand therapy clinic of (B)(6) was treating their pt, (B)(6) for tendonitis using iontophoresis as a treatment. The iontophoresis delivery unit was an empi model lr64406 stimulator. The electrodes used were from iontophoresis treatment kit (B)(4), which has a butterfly shaped drug delivery electrode. The pharmaceutical administered was dexamethasone. At the conclusion of the treatment, the pt developed a circular wound about 1.5 cm in diameter, with yellow necrotic tissue in the center, raised about 7mm. A report was taken on (B)(6) 2011, from the therapist, (B)(6) who was treating the pt. After the report was taken, the report, and the electrode that was used for the treatment was forwarded to the MFR of the electrode for analysis and conclusion on (B)(6) 2011.